Event description:
A medwatch report was received from customer stating that the doctor was using the cautery in surgery and the blade sparked. No pt injury or intervention reported.

Manufacturer narrative:
Eval report not available at time of this report.